Event description:
Customer reported an unexpected negative reaction on the echo. An anti-c was missed on a patient sample.

Manufacturer narrative:
Hemagglutination tube testing was performed with customer's returned sample reported to contain anti-c, using retention panocell-20, lot 18430. Immuadd was used as potentiator and testing was performed at is, 60'rt, 30'37c, and iat. The sample exhibited weak reactivity (+w) with all c-c+ cells tested at rt, 37c, and iat. Reactivity of the c antigen was confirmed on retention capture-r ready screen (crrs) I and ii, lot 287. This lot was used by the customer at the time of the event. Manual testing performed using retention crrs (I and ii). The sample was nonreactive with both cells.